Event description:
Hill-rom received a report from the account stating the foot end brakes were not holding. The bed was located at the account in room 308a. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the foot end casters not holding due to them being out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the foot end casters to resolve the issue. Based on this info, no further action is required.